Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after completing a supply change, the customer received a message to install a new cartridge onto the pump. Reportedly, the customer reloaded the existing cartridge successfully, filled the tubing while being disconnected, and resumed pump therapy. Review of the pump data logs by tandem technical support showed that after filling the cannula, the user immediately selected to "change cartridge", which initiated the load process again. Multiple attempts were made to relay the information by tandem technical support; however, the customer was unable to be reached. There was no reported impact to the customer's blood glucose level.